Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the knife stopped in the middle of the cartridge. There was no patient involvement.